Event description:
Reporter indicated that diagnostic testing resulted in high lead impedance at a routine office visit for a vns pt. The pt's device was programmed off, and x-rays were taken. A report from the pt's mother indicated that the pt was also experiencing an increase in seizures above pre-vns baseline. No pt trauma or manipulation was reported. A copy of the x-rays was provided to the MFR for review. A review of the x-rays revealed no obvious lead discontinuities. Good faith attempts to obtain add'l info have been unsuccessful to date. Revision surgery is likely.

Manufacturer narrative:
X-rays reviewed by the MFR, no gross lead discontinuities visualized. Conclusions - device failure is suspected.